Event description:
Screw driver broke during surgery; pieces were recovered. Pt's outcome: there was no adverse effect reported as a result of the event.

Manufacturer narrative:
Device manufacturing record was reviewed, and the part was manufactured to specifications.